Manufacturer narrative:
H10: no product samples were returned for investigation, however, photographs were provided and evaluated. The photos show a spiros connected to a 60 ml syringe. Red fluid residuals can be seen in the spin mechanism and housing of the spiros. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. The reported complaint of leakage can be confirmed based on the images provided however, without the return of the sample a probable cause cannot be determined.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event occurred on an unspecified date in (B)(6) 2020 that involved a spinning spiros® closed male luer, purple cap. The customer reported a leak of doxorubicin during the end of injecting to a patient. The chemotherapy spill was cleaned properly. The customer reported the event to the syringe supplier, bd laboratories, who leak tested, and no defect were noted on the syringes. There was patient involvement, however, no clinical consequences to the patient or caregiver/s, no delay in critical therapy, and no need for medical intervention.